Manufacturer narrative:
Product ID 3888-45, lot# va03lvw, implanted: 2013 (B)(6); product type lead product ID 3487a-56, lot# va048dn, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3487a-56, lot# va048dn, implanted: 2013 (B)(6); product type lead product ID 3888-45, lot# va03lvw, implanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had the wires revised on 2014 (B)(6) to get better coverage. It was further reported that there was not enough coverage in the left leg. It was noted that the patient reported good coverage post revision.